Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that the patient suffered a peri-prosthetic fracture. Surgeon removed existing stem construct and replaced with a modular restoration plasma stem with a broached body in conjunction with a side plate and cables and struts.

Event description:
It was reported that the patient suffered a peri-prosthetic fracture. Surgeon removed existing stem construct and replaced with a modular restoration plasma stem with a broached body in conjunction with a side plate and cables and struts.

Manufacturer narrative:
Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.